Event description:
It was reported that the patient was re-implanted on (B)(6), 2014, with a vibrant soundbridge due to sudden lack of access to sound with the device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as follow up report.